Manufacturer narrative:
The technician replaced the siderail to repair the bed.

Event description:
Info received indicates the right foot side rail was kicked off the bed by a pt and the screw holes were striped out.